Manufacturer narrative:
A g30302m sample was not available for investigation of this feedback; however the customer indicates that the pressure disc component was disconnecting from the infusion pump with minimal force and that in some instances the pressure disc could not be loaded back into the pump. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19055440 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample or the pump in use at the time of the customer's experience, it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the g30302m set in the past 12 months. H3 other text : see section h.10.

Event description:
It was reported that alaris® extension set pressure pods were disconnecting. The following information was provided by the initial reporter: we have been having problems with a batch of the alaris syringe pump sets, the pressure pods don't 'click' when inserted and subsequently come loose easily, they tend to pop out when changing syringes or if the line gets pulled slightly too much etc, and the infusions won't restart until it is put back in.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that alaris® extension set pressure pods were disconnecting. The following information was provided by the initial reporter: we have been having problems with a batch of the alaris syringe pump sets, the pressure pods don't 'click' when inserted and subsequently come loose easily, they tend to pop out when changing syringes or if the line gets pulled slightly too much etc, and the infusions won't restart until it is put back in.